Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported they thought their therapy needed to be adjusted because it wasn't working very good on their pain symptoms. Pt said the machine and everything was fine, but the therapy wasn't helping them very much. When asked for event date, patient stated it had been a couple months. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). Rep reports interrogating the patient's device during meeting with pt to address return of pain, they discovered electrodes 0-7 are showing as not connected. The cause of this issue was unknown. Rep reports programming was on the same lead, so they moved the programming to the 8-15 lead and pt reported paresthesia in all areas of pain. Pt made an appointment to see their managing physician (hcp) later this month to discuss options if new programming does not address pt's p ain. Pt unsure of precisely when pain returned- estimates 3 months; pt reported no incidence of physical trauma to cause the issue. Pt will follow up with manufacturer representative (rep) after one week to report therapy efficacy with new programming. Additional information was received from the rep. Rep clarifies that electrodes 0-7 had red "x" marks on the connectivity check and impedance readings of 40,000. Rep reports the cause of the issue has not been determined, the patient's doctor has decided to schedule the patient for surgery to determine the cause of the issue and replace the lead if necessary. Surgery has not yet been scheduled. The issue is not resolved, surgery to be scheduled to resolve the issue.

Manufacturer narrative:
H3: product ID 977a260 serial# (B)(6). Was returned for product analysis. Analysis found the stim lead body conductor was broken at the injex anchor site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that patient had a lead revision on 8/21 revealed issue was with the lead. Tried to reseat in ins, switch leads in the ins, and test with wens. All yielded same result- all 8 contacts out. Both leads replaced. Both leads replaced. Sent bad lead back for evaluation.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID 97792 serial# unknown product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.